Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d4, d8, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The proximal handle of the device is intact without any visual defects. The distal tip is intact and appears unused. The fiber has a severance in the middle of the fiber which appears to have burnt. The fiber is split into 2 pieces. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the fiber broke in the articulation section of the scope due to the fiber being unable to withstand the bend radius of the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic flexible ureteroscopy for bilateral jj catheter ablation performed for the laser to break and evacuate the stones through the natural route, after a short time of use of the device, and a dose of 5.766 kj delivered, two third of the image disappeared on the screen. The laser shot damaged the device. The surgeon removed the device out of the uteroscope and observed that the device was broken into two 10 cm from the distal end in the ureteroscope. The sheath of the third-party flexible ureteroscope was damaged and unusable. Procedure completed with new device and another endoscope. There is no harm or adverse impact to the patient. The olympus generator had been set up according to the correct usage prior to the procedure. The device was connected without any problem and the generator was used after the biomedical engineer and the surgeon had checked the parameters used. Whether the device was tested using the aiming beam before being inserted into the scope is not known; nor is it known if the aiming beam was used on the treatment site before the laser energy was applied, and if so used, whether the aiming beam was found to be good.